Event description:
The patient contacted animas on (B)(6) 2012 stating that after a month of being intermittently responsive the ok button became totally unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, the ok and down arrow keypad buttons were intermittently unresponsive; all other buttons responded appropriately. During investigation, moisture was found on the keypad flex connector. Unrelated to the complaint, evaluation revealed a case seal leak, damage to the pump case, and moisture behind the display screen.